Manufacturer narrative:
Please note a separate manufacturer's report was submitted for the two conformable gore® tag® thoracic endoprostheses involved in this event. Additional device implanted and involved in this event: pla280300/(B)(4). UDI numbers for the lots are as follows: (B)(4). The review of the manufacturing paperwork verified that the lots met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use states that adverse events that may occur and/or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2018, the patient presented, in the middle of the night, to the hospital emergency department having suffered an acute stanford type b dissection (extending bilaterally to the external iliac arteries), complete occlusion of the infrarenal aorta, compromised flow into the superior mesenteric artery, and lower limb malperfusion. That same day, the patient underwent emergent treatment of the dissection with a system of conformable gore® tag® thoracic endoprostheses and gore® excluder® aaa endoprostheses. According to the report, a conformable gore® tag® thoracic endoprosthesis (tgu373720) was positioned and implanted up to the level of the left subclavian artery covering the primary entry tear. A second tag device (tgu373715) was positioned and implanted distally to a level just proximal to the celiac artery. Intra-operative imaging showed good device placement without any reported complications. It was reported, after placement of the tag devices, perfusion to the abdominal aorta was briefly restored, however, the abdominal aorta reportedly again ¿closed down¿. According to the report, the physician elected to implant two gore® excluder® aaa endoprostheses into the infrarenal aorta. The aortic extender components were positioned and successfully deployed into the infrarenal aorta without any reported adverse events. Reportedly, prior to completion of the procedure, the patient developed compartment syndrome, resulting from prolonged malperfusion to the lower extremities. On (B)(6) 2018, the patient was reported to have gone into cardiopulmonary arrest requiring resuscitation. The patient was reported to have been successfully resuscitated. On (B)(6) 2018, the patient again went into cardiopulmonary arrest, however efforts made to resuscitate the patient were unsuccessful and the patient expired. According to the report, the physician attributes the patient¿s cause of death to severe acidosis with multi system organ failure, resulting from prolonged lower extremity malperfusion. Reportedly, an autopsy was not performed. The physician indicated the patient's condition was extremely critical upon arrival to the hospital, making lifesaving procedures highly difficult. According to the physician, the gore endoprostheses performed as expected and resolved the dissection without any reported performance issues.